Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the right knee, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices. (B)(6) , 204-70-00 - tibial stem ext. Screw. (B)(6) , 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) , 200-02-35 - three peg patella 35mm. (B)(6) , 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) , 02-020-11-0340 - truliant ps cem fem ps cem right sz 4.